Event description:
Pt had the bone regenerating liquid (gel) inserted in upper left quadrant (5 teeth). Since then they have had a sour and salt taste in their mouth and that does not go away. Pt feels sick and has felt awful since it was put in their mouth - pt has never experienced such an adverse reaction. Their mouth feels slimy, salty, sour and better all the time - since this procedure was so done pt had all blood tests done and they came out normal. So this is definitely the product. Pt feels product - this product is toxic.